Manufacturer narrative:
(B)(4) has not had access to the motorized wheelchair to evaluate, however, no malfunction of motorized wheelchair suspected. According to the police report the end user was in violation of a local pedestrian code by crossing the street in the motorized wheelchair without using a crosswalk. The owner's manual warns, "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules."

Event description:
According the police report, the end user was operating the motorized wheelchair in the roadway in violation of a local pedestrian code. Allegedly, as a result of the incident the end user required hospitalization.